Event description:
N/a.

Manufacturer narrative:
The laparotomy sponges were returned for evaluation. DHR review: the production process was under control without change on equipment, environment, material and product configuration, all workers were trained failure analysis: the returned sample was reviewed, the hair attached inside sponge layers, about 10cm in length. Based on defect picture and combined with production process, it should be generated during sorting process. The sorting process was further analyzed: it might be that hair of the side of the head was not thoroughly covered by inner cap due to frequent movement, which caused the hair fallen off onto sponge. The root cause was that the inner hair net did not fully cover the hair, and fell onto the product. Corrective actions were implemented.

Event description:
It was reported that a laparotomy sponge has hair visible in folded sponge. Issue was detected prior to use, no patient injury. The sponges are stored in a climate controlled sterile supply storage room.